Event description:
A site representative reported that they could not track on the distal side of the pt's head. The instrument tracker displayed 4-5. A medtronic representative helping to troubleshoot had them raise the emitter. They could track slightly further. The medtronic representative asked if they could raise the pt's head. They stated no. The surgeon opted to discontinue use of the fusion navigation system.

Manufacturer narrative:
Pt information not available at the time of the report. Evaluation of the device has not yet been performed at the time of this report.